Event description:
A sedated pt was scanned. After the scan there was no note of a blister. After the pt was released from recovery the blister was noted. The blister was reported to have been approx 0.25 inches by 0.5 inches on the pt's foot.